Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The bench technician confirmed the reported problem. The cpu pcb was replaced to resolve this issue. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Failure analysis of the returned part: this is a failure of ls1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a backup alarm test failure. There was no patient involvement.